Manufacturer narrative:
The explanted ipg was retained and returned to the firm for evaluation, however the investigation and testing is ongoing and results are not yet available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat foot pain. In (B)(6) 2024 the implantable pulse generator (ipg) and external therapy discs displayed connectivity issues, causing loss of therapy for the patient. Troubleshooting was performed, including imaging, however the results were not definitive and thus inconclusive as to the cause of the symptoms. On (B)(6) 2024 a surgical revision was performed to replace the ipg.